Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial #: unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/ sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that a patient who had interstim explanted and has lead fragments. No symptoms reported and no further complications noted or anticipated